Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
History of driveline infection is reported in MFR #'s 2916596-2021-05080, 2916596-2021-05074, 2916596-2021-05079, 2916596-2021-05073. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists driveline infection as an adverse event that may be associated with the use of heartmate ii lvas. The heartmate ii patient handbook is also currently available. Both the IFU and patient handbook contain various sections which outline care instructions regarding infection and how to prevent it. A specific cause for the reported driveline (dl) infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the dl severed approximately 6" from the pump housing. The distal portion was returned measuring approximately 32.5¿ from the controller connector. The inlet elbow was returned attached to the pump inlet port. The flex section was returned severed into two halves with the proximal portion attached to the inlet elbow and the distal portion connected to the inlet extension. The outflow graft was returned attached to the outlet elbow which was attached to the pump outlet port. The outflow graft bend relief was returned detached from the pump. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The jacket, bionate, and metal-braided shield were unremarkable upon visual inspection. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of driveline infections. On (B)(6) 2021 the patient was experiencing a driveline infection in the skin penetration site caused by (B)(6). A debridement was performed and antibiotics were administered. A pump exchange to a heartmate 3 was performed on (B)(6) 2021.